Event description:
It was reported by service report that the battery melted in the charger and could not be removed. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Investigation underway.